Event description:
It was reported that an acumen cuff values were different compared to the nicp. Initially the cuff worked, but values decreased later. There were discrepancies between the acumen cuff and nicp. The patient had the lymph nodes removed on the side of the acumen cuff. Event occurred at an electrophysiology lab on (B)(6) 2024 at 0900. Cuff was connected to an alta monitor and actively monitored the patient for one to four hours. There were no patient injuries. Device not returned for evaluation. The lot number was not provided thus a device history record was not reviewed. No corrective actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. H3 other text : not returned.